Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device was not returned

Event description:
It was reported that patient with foley catheter inserted to have temperature sensing portion of foley that was dislodged. Temperature sensing foley catheter was still functioning to drain bladder, not monitor temperature. They continued monitor of device or line to ensure to harm to patient. They recommended to report the possible issue to manufacturer.

Event description:
It was reported that patient with foley catheter inserted to have temperature sensing portion of foley that was dislodged. Temperature sensing foley catheter was still functioning to drain bladder, not monitor temperature. They continued monitor of device or line to ensure no harm to the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "accidental traction". A device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: ¿directions for use: proper techniques for urinary catheter insertion. Perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record. Proper techniques for urinary catheter maintenance. Secure the foley catheter, use the statlock¿ foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. Routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. Leave foley catheter in place only as long as needed. 1. Wash hands and don clean. 2. Explain procedure to patient and open peri-care kit. 3. Use the provided packet of wipes to cleanse patient¿s periurethral area. 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel. 5. Using proper aseptic technique open csr wrap. 6. Don sterile gloves. 7. Place underpad beneath patient, plastic/¿shiny¿ side down. Note: use caution to maintain aseptic technique. 8. Position fenestrated drape on patient. 9. Saturate 3 foam swab sticks in povidone iodine attach the water filled syringe to the inflation port. Note: it is not necessary to pre-test the foley catheter balloon 10. Remove foley catheter from wrap and lubricate catheter. 11. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs. Note: use each swab stick for one swipe only. Female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swabstick cleanse the middle area between the labia minora. Male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward. 13. Proceed with catheterization in usual manner using the dominant hand. A. When catheter tip has entered bladder, urine will be visible in the drainage tube. B. Insert catheter two more inches and inflate catheter balloon. 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon. 15. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. 16. Secure the foley catheter to the patient. Use the statlock¿ foley stabilization device if provided (see statlock¿ foley stabilization device instructions for use). Note: please make sure patient is appropriate for use of statlock¿ stabilization device. 17. Position hanger on bed rail at the foot of the bed. Note: exercise caution to keep the bag off the floor. 18. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked. 19. Indicate time and date of catheter insertion on provided labels. Place designated labels on patient chart and drainage system. 20. Document procedure according to hospital protocol. 21. Follow instructions provided in the quick start guide to set up the sensica¿ urine output system. Foley catheter removal. 1. To deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. 2. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. 3. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 4. If the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. 5. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient warnings: do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Cautions/precautions: maximum indwelling time should be less than 30 days. Urethral strictures, false passages, prostatic enlargement, and post-surgical bladder neck contractures can make urethral catheterization difficult and may require the services of a urologist. Do not aspirate urine through drainage funnel. Do not use if package is damaged. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Consult accompanying documents. Federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter - may cause repositioning of probe. Do not use stylet - may cause stretching of catheter. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. Adverse reactions: as with any foley catheter, there is a potential for adverse reactions that may occur as part of use of this device including, but not limited to: urinary tract infection, infection, balloon rupture, difficulty deflating the balloon, difficulty removing the catheter, blockage. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Single use only. Do not resterilize. For urological use only.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.